Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system shortly after starting pump therapy, with concerns about missed low alerts on the user¿s newly set up iphone while a caregiver¿s follower app did alert; notification, sound, alerts, and do not disturb settings were reviewed and adjusted, and the user was using a steel cannula 6 mm infusion set. Symptoms included low blood glucose to 61 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with glucose tablets, crackers with peanut butter, and orange, with stabilization around 120 mg/dl, no assistance required, and no medical intervention or hospitalization. Investigation included troubleshooting of mobile app notifications and education on alert configuration and ilet operation during the initial learning phase. Investigation of this case revealed no device malfunction reported, with the event attributed to a hypoglycemic episode of unclear cause and potential notification configuration issues on the new phone. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.